Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional of the clinical study reported the patient had stabbing/stinging pain at the stimulator site with any movement. The painful sensations felt like a knife stabbing the patient. Examination in (B)(6) revealed the incision was well healed without any signs of infection. The site was not tender to palpation. Trigger point injections were given to the stimulator site along with a pain patch in (B)(6) 2015. The patient continued to have pain despite interventions so they decided to have the device explanted. The entire system was explanted. The event was considered resolved without sequelae and was related to the device or therapy and possibly related to the implant procedure. If additional information is received a follow-up report will be sent. Patient indication for use is spinal pain.